Manufacturer narrative:
The tech found the siderail end tube was missing the top rail ratchet rivets. The tech replaced the ratchet rivets to resolve the issue.

Event description:
Tech alleged that the siderail could not latch. No pt impact.